Event description:
The following has been reported: biomed reported: upstream occlusion, pulling in air, pump malfunction, various alarms. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: tubing set error (ipc connection leak failure). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a tubing set error. Pump did not display any errors during initial evaluation. Pump was able to successfully complete several test infusions. Pump was investigated internally and no signs of fault could be identified. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. It was observed at this stage the pump was not able to hold its ip address. The som was replaced and the ip functionality was restored. The pump had passed all functional testing before being brought back into clinical mode due to the new som. No infusion related problems could be replicated or observed. A second long term infusion was performed with the new som and this was successfully completed.